Event description:
Follow-up revealed the ipg was explanted and replaced with a different model on (B)(6)2017. The issue is resolved.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patients medical history and is unable to form an opinion as to the relevancy of the patients history to the event reported. Sjm defers to the patients physician regarding medical history. (B)(4).

Event description:
It was reported the patient did not recharge the ipg as recommended and the ipg became inoperable. As a result, the patient will undergo surgical intervention.